Event description:
Pieces of tampon cotton inside vagina foreign body in reproductive tract. Pieces of cotton tampon [device breakage. Leaves pieces of tampon cotton inside vagina after dislodging tampon complication of device removal. Case description: consumer reported via social media that tampon leaves pieces of cotton inside. No serious injury reported.